Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead from another manufacturer exhibited high out of range shock impedance measurements in triad configuration. The patient was brought in for defibrillation threshold (dft) testing and had shock impedance measurements of 48 and 49 ohms. The device was reprogrammed and again exhibited out of range measurements. Boston scientific technical services (ts) discussed reprogramming and testing. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating boston scientific technical services discussed further that the out of range shock impedance measurements in all three vectors may indicate a right ventricular (rv) lead issue, possibly a fracture. A health care professional discussed that they believed the shocking coil was going bad and that the device would be programed to monitor only with off electrocautery mode on. The plan is to prevent therapy until the rv lead is addressed at a later date. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a revision procedure occurred and the associated competitive lead was removed from service and replaced.